Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA.  Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold and the patient experienced phrenic nerve stimulation. The lead was removed and replaced with an epicardial lead on (B)(6) 2018. The patient was stable post-procedure.